Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm. The customer's blood glucose level was in the low 200 mg/dl range. There was a temporary delay in clearing the alarm and resuming insulin delivery. The customer indicated that the pump would be used to manage diabetes and insulin shots were available if needed.